Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's ecto2 is not working with a known good filter line. It was reported that the device was in use at the time the alleged failure was observed. However, no adverse impact was reported by the customer.